Manufacturer narrative:
During annual service, the autopulse platform (B)(4) displayed an error message user advisory (ua) 17 (max motor on time exceeded). Motor drive train was replaced to remedy the fault. In addition, head restraint wires, load cell cover and battery latch lock were damaged and require replacement. Following the repair, autopulse passed all the tests with no issue or faults observed. The autopulse platform is a reusable device and was manufactured on 03/02/2009. It has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse (B)(4).

Event description:
During initial functional testing of the returned autopulse platform for annual service, the device displayed "ua 17 (max motor on time exceeded)" error message.